Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: when installing the trocars, the end of the trocar broke with a cracking noise: trocar cracked so visible. Additional information received from field implementation team member via email on 16jul2020: the break was a clean break. No piece fell into the patient. Type of intervention: use of another device. Patient status: no consequences for the patient.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: when installing the trocars, the end of the trocar broke with a cracking noise: trocar cracked so visible. Additional information received from field implementation team member via email on 16jul2020: the break was a clean break. No piece fell into the patient. Type of intervention: use of another device. Patient status: no consequences for the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula tip. Based on the condition on the returned unit and the description of the event, it is likely that the reported event was caused by the forces applied to the trocar during insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.